Manufacturer narrative:
There are no reports of any injuries, excessive activities, or other events that took place after the implant that may have disrupted the stability of the implant during healing. The patient is reported to have a high amount of unstable adipose tissue present at implant location, possibly contributing to the migration of the ipg between the time of implant and activation. During the revision procedure the physician verbalized surprise upon noting the depth of the implant, indicating that was not the intended implant location and was not the placement at the original implant. It appears that the device was implanted at a correct depth initially and the ipg migrated immediately after implant due to the unstable tissue at the implant location.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat left side lower back pain. Fluoroscopic imaging was used to place the implantable pulse generator (ipg) in the low back area with the leads targeting the cluneal nerve. When the patient returned for system activation there were notable difficulties with communication between the ipg and the external therapy discs. The patient was recommended to allow additional healing time to assure there was no residual swelling that may interfere with system function. Approximately 2 weeks later the patient as again seen for system activation and the same communication challenges were encountered. The nalu representative assessing the system reported that the ipg was difficult to manually palpate and recommended additional time to rule out any possible swelling or fluid from the procedure. After the third attempt to activate the system with the same communication issues, xray imaging was performed and confirmed that the ipg had migrated within the pocket so that one end of the device was pointed down away from the skin surface and the entire component had migrated beyond the recommended depth for optimal communication. On (B)(6) 2025 a revision procedure was done to reposition the ipg. The original ipg was repositioned so that it remains in the left hip area but is more superficial and rotated from a 10:00 o'clock position into a 12:00 o'clock position. No implanted components were removed or introduced during the procedure.